Event description:
This was a cardiac lead extraction performed in the operating room to remove 2 leads (rv & ra, both sjm unk model#, both 72mths old) due to an acute infection. The pt was prepped with an arterial line, fluoroscopy and tee in use and CT surgeon available. The md cut, prepped and inserted a lld# 2 into both leads and began lasing with the 14f sls ii. The ra lead was successfully removed. The md successfully lased beyond the proximal coil of the rv lead when the pt's arterial blood pressure declined abruptly. CPR was started and continued for approximately 20 minutes prior to a sternotomy being performed. The pt was placed on bypass and asvc tear repaired. The pt was removed from bypass and transferred to the ICU in critical condition. Several days later the md reported the pt died related to surgical complications. No product were retained for return analysis, nor were any lot/serial numbers recorded.